Event description:
The surgeon attached an ff screw (B)(4) to the implant driver holder assembly ((B)(4)) to begin placing the screw. While placing the screw into the prepared hole and beginning to thread into place, the tip of the implant holder assembly sheared, leaving the instrument unable to retain the ff screw. The components were removed, the implant holder assembly was replaced with the second unit in the kit, and the surgeon re-inserted. When he was close to fully seating the ff screw, he again felt the tip of the implant holder assembly shear. With the screw partially inserted into the facet, the surgeon removed the implant driver assembly, but was unable to retrieve the fragment of the threaded tip from inside the ff screw. Using the removal driver, the surgeon was able to successfully thread the ff screw to depth.

Manufacturer narrative:
At this time, the investigation points to the difference in the shape of the thread form at the tip as potentially the most likely root cause of the thread failure of the driver stem that was observed in the field. The procedure was performed as an "open" procedure without a k-wire. The IFU and stg reference the use of a k-wire during placement. Decision was made on (B)(4) 2011, to recall the product. (B)(6) was notified on (B)(4) 2011. Formal report submitted on (B)(4) 2011.